Manufacturer narrative:
The reported event of material integrity problem was not confirmed. The device was received from the field with battery voltage above end of life level. Visual inspection did not find any dent or scratches on device can. Analysis of device image indicated that the device was within normal range of operation. Further analysis performed demonstrated normal device characteristics, with battery voltage above end of life level. Longevity assessment was performed, and device has normal projected longevity.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes the device will not be returned.

Event description:
It was reported the patient presented in the hospital for a routine generator change. Upon examination of the new pacemaker, it was observed it was scratched and dented. A new pacemaker was used to complete the procedure. The patient experienced no symptoms related to this event.